Event description:
(B)(4). Had a hysterectomy removing cervix uterus and fallopian tube with essure device coils. This product is ok safe and effective. It is defective and dangerous affective to the whole body and it's every system function.